Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported the pump was emitting audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:the pump powered on with a blank display screen. The display screen was found to be cracked. The display was replaced with a test display, and the display function returned to normal. Unrelated to the complaint, the bolus button cover was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.